Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the removal of the patient's scs trial lead, it was discovered the patient had green pus and a strong odor present at the lead incision site. The physician prescribed antibiotics, but no cultures were taken. The patient did not report any symptoms of chills or fever.

Event description:
Follow up identified the patient's physician reported the patient's issue has resolved.